Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open low anterior resection, there was an incomplete staple line during the second firing. The staples did not form or enter the tissue. There were unfired staples noted in the abdomen. The unfired staples that could be seen were retrieved from the cavity. Medical intervention was needed to prevent permanent injury as they had to use suture to oversewn and close the transection. No patient adverse events were reported. Current patient status is alive with no injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. No visual or functional abnormalities were observed during the product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.